Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the universal power supply and reloaded the system software. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the right touch screen would not turn on and that the image saving was not accurate. No pt injury was reported.